Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
The reported events of stylet stuck and lead damaged were confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the cap and crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported events was isolated to the bunching of the stylet ptfe coating inside the lead inner coil at the connector region that prevented the removal of the stylet, and excessive force, which resulted in the connector pin with the cap and crimp sleeve that pulled out of the connector assembly. Electrical tests did not find any indication of conductor fractures or internal shorts. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for implant procedure. During the procedure, the guidewire became stuck in the lead and the lead became damaged. The physician elected to complete the procedure with a different lead. There were no patient consequences.